Manufacturer narrative:
Pupillary block is identified in the labeling as a known potential adverse event following icl implantation. Claim# (B)(4).

Event description:
A facility representative reported that following an implantable collamer lens (icl) implantation procedure, the patient experienced a pupil block. No further information has been provided. If additional information is received, a supplemental medwatch report will be submitted.